Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected troponin I es results were obtained from three patient samples while using the vitros eciq immunodiagnostic system. The investigation could not determine an assignable cause. The investigation determined the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. The assignable cause of this event is unknown. However, a pre-analytical sample handling, a reagent issue and an instrument issue cannot be ruled out as potential contributing factors.

Event description:
The customer obtained non-reproducible, higher than expected troponin I es results from three patient samples processed using a vitros eciq immunodiagnostic system. Patient 1= 0.225 vs. Expected <0.012 ng/ml. Patient 2= 1.52 vs. Expected <0.012 ng/ml. Patient 3= 0.169 vs. Expected <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The higher than expected tropi es patient results were reported from the laboratory and were not questioned by the physician. Subsequent serial sample tropi es results from each patient were troponin I negative. This was identified when tropi es testing was repeated on the three patient samples for investigational purposes. A corrected report has not been issued for the three patient samples. There was no allegation of inappropriate medical action or patient harm due to the non-reproducible, higher than expected troponin I es results. (B)(4).